Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a lap anterior resection, it was found that the deployed staples in the middle on the outside staple line were unformed after the 1st firing on the small bowel that was ileus. The cartridge was white. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.